Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels and dehydration. Patient was feeling weak and skin complexion was pale. Patient was recommended to take 10 units of insulin if bg levels continued to rise. The patient¿s blood glucose reached 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient's treatment included intravenous with saline for about four (4) hours and patient had taken 35 units of insulin with the usage of the pod prior to going to the emergency room. The patient had a trace of ketones. Patient discarded the pod so device is not available for return. The patient was in the emergency room for four (4) hours.